Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at the scs ipg pocket site. The patient's physician stated the battery might have shifted minimally since implant. Surgical intervention may be taken as the next course of action.

Event description:
Follow up identified surgical intervention was taken on (B)(6) 2017. During the procedure the physician buried the patient's scs ipg deeper in the pocket.